Manufacturer narrative:
(B)(4). Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for eval. As of 06/11/2015 the alleged faulty component has not been rec'd.

Event description:
Inop condition. Reported event: no pt involvement: was there any harm or injury involved: no problem occurred during routine check up by biomed. Was alternate ventilation provided: no, it was not required at that time. What corrective measures were taken: troubleshooting done and failed parts were identified. Was the ventilator repaired and placed back into service: not yet. Is the ventilator waiting for replacement parts: yes, warranty parts requested through warranty claim form vent s/n (B)(4) turbine sn# (B)(4), running hrs 700 vent inop, motor fault, xdcr fault (4) troubleshooting steps/result: with ac mains supply applied and with oxygen fed from central wall sources, when the vent is turned on, after completing the self test, the vent shows xdcr fault. While troubleshooting we performed all the transducer tests and found problem with the exhalation differential transducer failed. Tried calibration 'o' failed. When we fixed the main pcba assy from other working machine into this machine, it started to work normally. So, we have confirmed that the main pcba assy of this machine has failed under warranty and is causing the trouble (B)(4).